Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an inappropriate shock. The event was detected by the implantable cardioverter defibrillator (ICD) as ventricular fibrillation (vf), but the investigator judged the event to be atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.